Event description:
The lead was returned to the manufacturer with no complaint and has tested out of specifications. No complaints or allegations have been made against the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and inner insulation breached. It was noted that all conductors are stretched, all conductors had cosmetic mio, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.